Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss in (B)(6) 2001 (specific date not reported), subsequent to sustaining a head trauma.